Manufacturer narrative:
All information provided by manufacturer and maude report no. (B)(4).

Event description:
It was reported that noise was observed on the rv lead. Lead was explanted and replaced. Patient condition is stable.

Event description:
Additional information received indicated a suspected insulation break with externalized conductor.

Manufacturer narrative:
The lead was returned in four segments for analysis. External insulation abrasions were noted at 33.1-33.6cm and 33.1-33.4cm from the distal tip, consistent with lead friction to another device or feature of patient anatomy. External insulation abrasions were noted at 46.2-46.4cm, 46.5-46.7cm, and 46.9-47.2cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted measuring 0.2cm in length on a middle lead segment, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasions were noted at 12.6-12.9cm and 14.3-15.7cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.